Event description:
Info received indicates the left lower pivot weld is broken which will not allow the siderail to latch.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.